Manufacturer narrative:
Result: power cord missing ground and power prongs,

Event description:
It was reported by service report that the bed had intermittent power. No patient involvement or adverse consequences were reported.